Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The battery cap was not able to be secured properly to the battery compartment. The battery cap threads were found to be stripped/damaged. The battery cap contact height and width measurements were found to be out of the required specifications. A test battery cap was used to complete the investigation. Unrelated to the complaint, evaluation revealed that the display screen was found to be dim/fading and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was spinning and the battery cap threads were peeling off. It was also noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.